Manufacturer narrative:
Investigation summary: bd received 2 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. 2 drawn with water samples were received. Evaluation of the samples indicated 1 underfilled tube. Additionally, 20 retention samples from bd inventory, were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo and customer samples (received drawn with water). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes were underfilled. Patients had to be recollected. There was no other health impact or consequences reported.